Event description:
It was reported that the subject guidewire could not hold its shape while prepping for insertion. During the procedure, the distal 3cm of the subject guidewire snapped and had to be left inside the patient. The physician anyhow was performing coil embolization, and the vessel was being embolized, the physician was able to coil around the remaining piece of the subject guidewire. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.